Event description:
It was reported that a couple months post implant the left ventricular lead was being repositioned when the physician noticed a blood stain in an unusual spot and suspected an insulation breach. The lead was then removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the full lead was returned and analysis revealed that the outer insulation was breached cut. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed) and there was apparent explant damage.

Event description:
It was reported that a couple of months post implant, the left ventricular lead was being repositioned when the physician noticed a blood stain in an unusual spot and suspected an insulation breach. It was further reported that the lead had dislodged. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis revealed that the outer insulation was breached cut. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed) and there was apparent explant damage.